Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia following an infusion set and cartridge change while also being ill with an ear infection, with blood glucose rising to 519 mg/dl and not responding as expected until the caregiver removed the patient from the pump and administered subcutaneous insulin corrections every two hours before later resuming pump therapy; trace ketones were noted during the episode, and the caregiver consulted a clinic and the healthcare provider, received guidance to change the site, review placement, and encourage oral fluids. Symptoms included hyperglycemia and presence of ketones. Outcomes included no hospitalization and resolution of blood glucose to 151 mg/dl within approximately 11 hours while ketones remained trace. Investigation included review of complaint details, troubleshooting with the caregiver, and education on infusion site rotation and sick-day management. Investigation of this case revealed that concurrent illness and a probable infusion site or set issue were contributing factors. It was concluded that the event was consistent with hyperglycemia of unclear cause with contributing illness and possible infusion site problem, and user guidance on site change and sick-day protocol was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.